Manufacturer narrative:
(B)(4). Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). During intra-operative surgery, it was found white fragment in the operative field, which the surgeon took out immediately. The customer requests an investigation as to whether the part that fell off white part was from this product. Operation was delayed over 15 minutes.